Manufacturer narrative:
The manufacturer previously reported a trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the nurse call button was detected during testing. The customer requested the device not be serviced. The unit will be returned to the customer unrepaired. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module would need to be replaced to address the issue. No repair was performed; the device was not needed for inventory and was scrapped.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the nurse call button was detected during testing. The customer requested the device not be serviced. The unit will be returned to the customer unrepaired.